Manufacturer narrative:
The inner stand bolts were torqued to specification by a varian field service rep (fse) and the system installation meets varian specification. Though still under investigation, varian has determined that a MDR is appropriate, as the safety implications of this torque specification are being evaluated. Additional f/u to this MDR is expected upon completion of the investigation.

Event description:
While a varian product service engineer (pse) was visiting a customer site to test fit and take pictures of some torque wrench configurations for a new service technical bulletin (stb), it was noticed the inner bolts (stand to base frame) were not torqued.